Manufacturer narrative:
Customer completed a control solution test with results that were within the appropriate range.

Event description:
Customer rec'd freestyle comparison reading results of 188 and 104 mg/dl within 10 mins. Results vary mroe than the MFR's allowed 20% variance.